Event description:
The customer's mother reported that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 456 mg/dl. The customer's mother stated that the customer was vomiting and had diarrhea at the time of the event. Troubleshooting was performed and the programming on the insulin pump was correct. It was found that the customer was only bolusing to treat the amount of food he had eaten, and that he had not bolused to treat for the high blood glucose levels. It was reported that the insulin pump had alarmed motor error during the manual prime two days prior to the event. The insulin pump passed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned. But not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.